Event description:
It was reported that the right ventricular (rv) lead exhibited a "lead failure". The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. The analyst noted the auto lead diagnostics shows some ventricular lead impedance measurements of less then 200 ohms. The lifetime minimum measured impedance of 61 ohms.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).